Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2014 with the following findings: the total daily dose (tdd) history shows the default date was recorded after 04/08/2014. A 24hr duration test with a 1.0u/hr basal program was performed. After 24hrs the tdd correctly reflected 24.0u. A 10u audio and 10u normal bolus were successfully performed and were accurately recorded in the pump history. Pump was then dl using ezmanager max 3.0.7; the boluses and tdd were accurately recorded in the ezmanager dl (see attached). The pump history found to be recording properly. Unable to duplicate the complaint. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.